Event description:
During a remote follow up, episodes of post paced t-wave oversensing were noted. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.